Manufacturer narrative:
Due the complaint information and the manufacturer's experience with this kind of devices, it is assumed that the device might have failed due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause of failure a device investigation at the explanted device is necessary. So far no date for explanation has been scheduled.

Event description:
It was reported that the patient had a decrease in the volume loudness on (B)(6) 2014. On (B)(6) 2014 he no longer had any access to sound. No date for re-implantation has been scheduled.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.

Manufacturer narrative:
Conclusion: device investigation shows micro-leaks at the housing braze joint. This leads to the conclusion that the device electronics failed over time after humidity ingress through these micro-leaks. The problems described in the patient report seems to match this finding. This is a final report.

Event description:
Additional information: it was reported that the patient has a decrease in the volume loudness on (B)(6)2014. On (B)(6)2014 he no longer had any access to sound.

Event description:
It was reported that the pt implanted in 1998, started to hear with a lower volume on (B)(6) 2014. On (B)(6) 2014, he no longer had any access to sound. Re-implantation is planned, the date is not yet set.